Event description:
It was reported that high out of range pacing impedances were noted on this right ventricular (rv) lead. The patient was recommended to follow-up in clinic. This rv lead remain in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).